Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided. D10. Concomitant medical products . Xifnt585, osseotite® tapered certain® implant 5 x 8.5mm lot 2120031820.

Event description:
Doctor reported that implants at tooth sites 16 and 17 were removed due to perforated sinus. Implants will be placed later on.